Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. A system displaying ¿low battery warning¿ message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg displayed the end of life warning. As a result, surgery occurred to explant and replace the ipg, which resolved the issue.